Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred while in the cardiac surgery department during removal. Indication for use: coronary artery bypass graft surgery. The vascular surgeon (iab) via left femoral artery without issue. After intra-aortic balloon pump (iabp) treatment, the plan was to remove the iab since the pt was in good condition. The vs attempted to remove the iab unsuccessfully. As a result, the iab had to be removed surgically. After removal the iab was observed to have blood inside. The autocat2 wave (serial number (B)(4)) pumped appropriately and no alarms had occurred prior to this event. Per the vs there was no report of pt death. The pt outcome is the pt is still in the intensive care unit for observation.